Event description:
It was reported that an angio-seal was deployed on (B)(6)2010. A patient returned to the hospital reporting groin issues on (B)(6)2010. A pseudoaneurysm was detected and the patient underwent a surgical procedue (date and type of surgery is unknown). Additional information was not available at this time.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Base on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.